Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dyspareunia ('sexual intercourse pain') in a 45-year-old female patient who had essure inserted. The patient's medical history included gallbladder operation in 2018, uterine abrasion, multi gravida and parity 2. In 2014, the patient had essure inserted. In 2019, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopically tubes removed on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be unrelated to essure. The reporter commented: essure removal performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Date of sample received at quality unit 2021-02-21. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-feb-2021: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of dyspareunia ('sexual intercourse pain') in a (B)(6) year-old female patient who had essure inserted. The patient's medical history included gallbladder operation in 2018, uterine abrasion, multi gravida and parity 2. In 2014, the patient had essure inserted. In 2019, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal via laparoscopically tubes removed on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be unrelated to essure. The reporter commented: essure removal performed at the patient request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.